Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the keypad on the pump is worn and the symbols are not visible. In addition, the display is dimming. The patient could not be reach for additional information. There was no reported patient impact associated with this complaint. This complaint is being reported due to the unresolved display issue.